Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's prior previous system controller was made their backup controller. The site attempted to check the new backup controller and was getting a controller fault alarm. The backup battery was replaced but they received the same alarm. Log file review was requested, and the event log file contain multiple alarms associated with the pump exchange. Additionally, the log file contains controller interval faults due to blown internal controller fuses. The site was not sure how the fuse may have been damaged. They issued the patient a new spare controller from their supply.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: system controller, serial number (B)(6), was evaluated following the reported event of damaged fuses causing a controller internal fault alarm during a pump exchange. A review of the submitted controller event log file spanned approximately 22 hours ((B)(6) 2024 at 13:31:12 ¿ (B)(6) 2024 at 11:41:41 per time stamp). On (B)(6) 2024 at 13:42:58 there was a controller internal fault alarm due to ocp_a_open and ocp_b_open faults which are consistent with cutting the driveline. The controller was reset multiple times with the alarm still present. There were no other notable alarms active in the log file. The provided information stated that the alarm occurred due to damaged fuses in the system controller. This issue is consistent with the modular cable having been cut during explant of the heartmate 3 lvad. The reported event cannot be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including controller internal fault alarms. Heartmate 3 instructions for use (rev. B) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.